Manufacturer narrative:
The received device was evaluated and found the exposed portion of the soft cannula to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula. Download data showed no signs of struggle during the run. No other damages or defects were found with the device. Cause and timing of the soft cannula damage could not be determined, nor if it contributed to the reported event. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient¿s blood glucose level reached 17.6 mmol/l (316.8 mg/dl), while wearing the pod between 24 and 36 hours on the arm. Hyperglycemia treated by applying a new pod and increasing temp basal.